Manufacturer narrative:
The contact lenses involved in the event were not returned. However, sealed contact lenses of the same lot were returned and found to be within specifications. The lot device history records were reviewed and show that all requirements were met. The treating doctor did not relate event to a specific product. Based on all info, no causal factors can be determined, and no conclusion can be drawn.

Event description:
A pt was diagnosed with an infectious corneal ulcer in the right eye. The ulcer was not central and there was no permanent decrease in visual acuity. Pt was treated with an antibiotic and recovered. Four months later, pt developed an infectious corneal ulcer in left eye. Pt was treated with antibiotics and recovered with a small peripheral corneal scar. The ulcer was not central and there was no permanent decrease in visual acuity. The doctor noted the corneal ulcers were probably secondary to contact lens wear. No cultures were performed.